Event description:
It was reported that the customer had an issue with a sensor. Customer stated that he tried the sensor out twice in a month, but it caused him to bleed out severely three years ago. Customer asked about getting his old sensors exchanged for new ones, but customer was told it may not be possible due to the sensors being over three years old. It was explained to the customer why sensors expire and customer was advised that the enlite sensor is approved with the 530g. Customer was advised to speak to his doctor to see if it would be a good sensor for him. Customer's last blood glucose level was 126 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.